Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full the lead was returned and analyzed. Analysis was performance and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent. (B)(4).

Event description:
It was reported that during implant, the lead was attempted at multiple sites. During the last attempt, the helix would not deploy. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.